Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a drawer failure. A field service engineer reseated the printer circuit board assembly row board and pyxisbus cable connections and also cleaned out any debris in the back panel to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system drawer failed and was not detected on the communication bus, preventing users from accessing medication for a patient. This incident resulted in delays in dispensing medication to the patient and there was no patient harm. There were no adverse events or injuries reported based on this event.